Event description:
Reporter indicated a vns therapy patient is experiencing an increase in seizures. The patient's pre-vns seizure activity level is unknown. Diagnostics are all within normal limits and the generator is 4.6 years until the elective replacement indicator will read "yes". No medication changes, patient manipulation, or trauma preceded the onset of the event. Good faith attempts to obtain additional information have been unsuccessful to date.